Event description:
It was reported that pump displayed cartridge change error while customer was using pump in case. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, inspected and confirmed cartridge o-ring was intact, removed extra o-ring from pneumatic tap, cleaned area with appropriate cloth, reattached cartridge ensuring it was fully snapped in place, followed on-screen instructions, and successfully completed load process and resumed insulin delivery.